Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners have caused major distress on their jaw, tmj and gum recession. Their bite is completely messed up from treatment. They have visited their dentist and have receipt for the visits. They have more dental visits booked to have all of their jaw and teeth issues corrected.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.